Event description:
A device explantation was performed due to infection, an antibiotic spacer was placed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.